Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. Explanted device is not available for analysis. Device not available for analysis.

Event description:
Per the clinic, the patient sustained a blow to the head which resulted in a loss of osseointegration. The device was explanted on (B)(6), 2011. Attaching an abutment using the patient's sleeper site is planned but has not taken place as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).